Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify. Please clarify if there were prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. It was reported that knots are not dissolving, which is causing suture abscess in patients 2-3 months later. What is the total number of procedures with issues with abscess and knots not dissolving? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). Please provide the product code and lot number: this report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an orthopedic procedure on an unknown date and suture was used. The customer reported that she has been seeing suture abscesses in patients 2-3 months later. She says that the knots are not dissolving, which is causing suture abscess. No adverse patient consequences were reported. Additional information was requested.